Event description:
Pt reported that pump sn (B)(4) seems to not be delivering as much medication has her other pump. After the 48 hour period, patient will still have about a 1/3 of a cartridge left. Patient should only have 0.5 ml or less left. Advised we would send replacement pump out today for delivery tomorrow. No other info available. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.